Event description:
Pt reports history of various physical problems, including eye problems since 1998. Pt was implanted with the lap-band in 1999. Recently was diagnosed with pars planitis (autoimmue disease of the eye). Pt read an article stating that lap-bands are not recommended for patients with autoimmune disease and has decided to have the device removed.